Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The "moderately" stenosed lesion was located in the moderately tortuous mid portion of the left anterior descending (lad) bifurcation. The maverick2 9mm x 2.5mm balloon and an unspecified stent were advanced to the lesion, however, the balloon was unable to be positioned. Upon removing the balloon, the proximal shaft broke at a location outside of the patient. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. The manufacturing records for this batch number have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause can be attributed to operational context.